Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer; however, not response was received and no additional information was able to be obtained regarding the issue. Reportedly, customer continued to use the pump for insulin therapy.